Event description:
(B)(4).

Manufacturer narrative:
On 06/30/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/09/2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 140769: (B)(4) stems produced and released on (B)(6)2014. No anomalies found related to the problem. To date, (B)(4) stems of the same lot have been sold without any similar issue. On (B)(6) /2015, on (B)(6) 2015, it was confirmed that the implants will not be sent back. On (B)(6) 2015, the medical affairs director made the following analysis: a stem with no osseointegration at the short term, painful hip and no evident signs of infection is fortunately a rare occurrence. The stem appears to have been properly implanted, in terms of positioning and orientation. Perhaps the cup is slightly vertical, but it has been decided to leave it in place and this is probably the best choice. The explanted stem appears to be partially coated in an undescribed film, perhaps some indications towards understanding what has happened can be derived from an analysis of the explanted stem. I understand that the surgeon did not want to use a cemented stem for the revision of a young pt; we will see if the second time this body gives a better response.